Event description:
This lead was returned with a device registration form stating that this lead was removed secondary to endocarditis. This is the same event as MDR # 2183787-2014-00062.

Manufacturer narrative:
Device eval summary: a25.7 cm of the connector end was returned for analysis. The large boot od and connector pin length were within specification. There was foreign material (fm) on the connector pin and ring. A hole in the tubing was observed 23.8 cm from the connector pin with a filar from the inner coil in the hole. There were abrasions on the large boot and on the tubing at 10 cm, 19.1 cm, and 22.8 cm from the connector pin. Review and confirmation of mfg records was performed. Controls are in place throughout the mfg procedure such was washing the lead prior to packaging to reduce foreign material. Additionally, the lead is sterilized by ethylene oxide sterilization. All records indicate the device met specification prior to leaving greatbatch medical. A root cause is not able to be determined at this time since the full device was not returned for analysis. No corrective action will be taken at this time. The device is part of several implanted components that comprise a pacing system, the source of infection cannot be determined. There is no evidence to suggest the device did not meet specification prior to leaving greatbatch medical.